Event description:
The hcp reported that approximately 6 weeks post pump implant, the patient was not feeling well and had slight numbness of her left upper extremity in the morning. The hcp stated that the numbness was "more than likely related to the presence of bupivacaine in the solution". By approximately 7 weeks later, with adjustments to the intrathecal pump and the total dose, the patient reported the intensity of her pain had increased, but felt this was related to increased activity. The hcp reported the patient had been using a lot of oral pain medications since the pump was implanted. The pump was again adjusted and the patient was given methadone for breakthrough pain. Dose titration of the type, concentration, and dose of the intrathecal and oral medications was continued over the next few months. By 2007, the patient was concerned that the pump wasn't working. The hcp felt the system was working, but performed a dye and rotor study of the intrathecal pump. There was difficulty aspirating cerebral spinal fluid from the catheter, but the hcp noted that the catheter "appeared to be fairly intact", no issues were noted with the pump. At that time, because the patient was experiencing a sudden increase in pain intensity, the hcp ordered magnetic resonance imaging (MRI) to rule out a granuloma. The hcp stated being quite concerned that the patient was developing spinal hyperesthesia and additional doses of oral opioids was only making the situation worse. It was strongly recommended that the patient have the MRI as soon as possible. The MRI was done (date not reported) and by 08/03/2007 the hcp had the results. The hcp noted "there is some susceptibility from artifacts from the pump". The pump was then programmed to deliver hydromorphone (30 mg/ml); clonidine (650 ug/ml); and bupivicaine (25 mg/ml) - the daily dose was increased, but not reported. The patient was also given oral opana for additional pain control. Three days later, the patient reported she was "feeling a lot better". By the end of august, the patient reported that she was again in pain. At the beginning of september 2007, the hcp planned to change the medications in the pump to sufentanyl (40 mcg/ml); clonidine (1000 mcg/ml); and bupivicaine (30 mg/ml) - the planned daily dose was not reported.